Manufacturer narrative:
(B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra aortic balloon pump (iabp) had an autofill failure. There was patient involvement and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer was unable to restart therapy. They denied any signs of blood in the helium tubing or visible kinks, bends or restrictions. The pump had been in standby for 10 minutes. Esp personnel had sue attempt an iab fill by pressing the fill key and start therapy which was unsuccessful. Troubleshooting determined the iab was an axillary balloon placed on (B)(6) 2026. The patient had repositioned their am just prior to the alarm sounding. The customer inspected the catheter more closely, specifically around the introducer site. A possible bend in the catheter just passed the universal sheath seal was visualized. An attending was present for the call, and esp personnel reminded the bedside team of the need to remove or exchange the balloon within 30 minutes. The customer ended the call to prioritize patient care.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by cutomer through emergency support program that the cardiosave intra aortic balloon pump (iabp) unit received an autofill failure alarm and was unable to restart therapy. There was patient involved but no harm reported.